Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic high threshold issue due to lead fracture issue was observed. Patient was on a skiing accident and there was an acute rise in threshold and no capture issue due to fracture was observed. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.